Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up with infection at the device pocket. It was noted that following the implant procedure, the patient had developed a hematoma at the implant site, which subsequently led to the infection. The patient had presented to the emergency room prior due to the hematoma which also caused swelling, bruising, and pain at the implant site. The patient was given antibiotics. Although the patient was prescribed antibiotics, the hematoma and infection persisted. Due to the ongoing infection, the physician proceeded to explant the patient's pacemaker, the right ventricular lead, and the right atrial lead. The patient remained stable throughout the procedure.